Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Correction to h6: medical device problem code. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the results of the investigation. It is likely, that gas leakage occurred, due to a failure of the forceps (k) connector, leading to malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the ultrasound high flow insufflation unit exhibited a gas leak at the k connector. There were no reports of patient involvement.